Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was unknown. The caller stated that the customer was not wearing the insulin pump at the time of admittance, it she was unsure how long the customer had been off insulin pump therapy prior to hospitalization. She stated that the customer was in a semi-conscious uncooperative state. She noted that he was a little sleepy. The insulin pump was not available for troubleshooting; advised the caller to retrieve the device for troubleshooting in order to approve replacement of the insulin pump. Nothing further reported.